Manufacturer narrative:
Please note that the device associated with this report was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded. Therefore, without the return of the device, the root cause of the problem cannot be determined. Based on this information, corrections were made to: 1. Section d. Box 10. Device available for evaluation? (Do not send to FDA). 2. Section h. Box 3. Reason for non-evaluation. 3. Section h. Box 3. ''Other'' reason for non-evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx), a non-penumbra guide catheter and a non-penumbra sheath. During the procedure, the physician completed two passes by staying proximal to the lesion using the catrx, guide catheter and sheath. During the third pass, the physician worked through the lesion under aspiration using the catrx. Then, upon removal, it was noticed that the catrx was too ¿flimsy¿ to use; therefore, the catrx was not used for the remainder of the procedure. The procedure was completed using balloon angioplasty and stenting. There was no report of an adverse effect to the patient.